Manufacturer narrative:
(B)(4). Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide add'l info on the proper method of assembling the electrodes into the reusable instrument. Mfg performs a 100% visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.

Event description:
The customer reported that before the procedure occurred, the doctor attempted the activation by grasping a sheet of gauze in the proximal part of jaws, however, the re-grasp alarm occurred 5 seconds after the activation started. The device was returned for investigation with a broken and missing snap pin, there was no pt involvement.